Event description:
The customer's parent called and reported the insulin pump was alarming with a program safety alarm. It was advised to leave the battery out for two hours and call back. Customer called back and inserted a fresh battery. The device did not return to normal function. Customer's blood glucose was not known. It was advised that the customer revert to a back-up plan. Caller was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck in full segment display right after counting up to number 7 due to faulty connector on interface board. Unable to verify alarm due to stuck in full segments display. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.